Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ slip tip sterile syringe there was an issue with barrel with brown foreign matter.

Manufacturer narrative:
Investigation: one sample was received and three photos were provided for evaluation. The sample has embedded particles in the barrel wall. Three photos were provided; they all show the sample with the embedded particle therefore failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd¿ slip tip sterile syringe there was an issue with barrel with brown foreign matter.